Manufacturer narrative:
Lifescan (lfs) has requested of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 , the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue began approximately 1 week prior to contacting lfs. The cca noted that the patient manages her diabetes with pills. As a result of the alleged issue, the patient denied taking any action regarding her diabetes management. At an unspecified time, after the alleged issue started, the patient claimed she became light headed, shaky and nervous; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's battery did not have to be replaced. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.